Event description:
It was reported that during a hysteroscopy procedure, it was observed that the device was scratched. During service evaluation, it was determined that the device had the following defect: broken (2+ pieces): chipped/shaved/delaminated. Another like device was used to complete the procedure with a delay of less than five minutes. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: unknown. Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces): chipped/shaved/delaminated, visual: deformed/bent. Outer tube damaged, needle outer tube bent; outer tube damaged, distal tip damaged deep nicks/dings/scratches; illumination distal tip fiber damaged; particulate, optics particulate under distal lens; optical system, optical components optical system loose; distal cover glass/negative damaged scratched/residue; proximal cover glass damaged residue. Per service reports, this complaint was confirmed. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.